Manufacturer narrative:
There are no allegations of any system or device failure. The reports of inadequate pain relief are related to pre-existing condition.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. Patient's pre-existing condition of multiple sclerosis (ms) continued to progress after the nalu system was implanted. The nalu system was not able to adequately address the pain levels the patient was experiencing related to ms and the patient requested to have the system removed. A full system explant was performed on (B)(6) 2023.